Manufacturer narrative:
(B)(4). Evaluation, results: (death).

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the proximal rca. At 1 month and 6 months follow-up's, patient was asymptomatic / free of symptoms. It is reported that the patient died suddenly in accident and emergency approximately 17 months post index procedure. Unable to locate any records surrounding her death. No autopsy report available. (Reference MFR 2953200-2010-02046).